Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an intermittent elevated blood glucose (bg) level of 599 mg/; due to an incomplete bolus alert. Bg was addressed by correction bolus via pump, manual dose injection, changing out infusion set and cartridge to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.